Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while clipping on the paradentium, the device locked on the tissue and would not release. It is unk how the device was released.

Manufacturer narrative:
Date sent: 08/26/2009. Information anticipated, but unavailable at this time. The following was received: the ees sales rep spoke to the surgeon and he stated that he believes that it was a new clip applier with no clips fired. He stated that he was able to pull the applier off of the tissue without any pt consequence. Not sure what happened prior to the device locking up and I do not have any pt information.